Event description:
It was reported that smiths medical tubing does not flow. Pump reportedly works fine but no fluid drains from the bag. Nurses and anesthesia troubleshoot and attempted to run the fluid but nothing comes out. They changed the tubing and everything worked fine. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation- two device samples were returned for evaluation. Visual inspection of the devices showed no abnormalities. The devices were connected to cadd-legacy infusion pumps and given functional testing. The devices were found to allow for priming but some resistance occurred at the free flow flow stop device. Examination at this area showed the devices were returned to smiths medical without the blue clips and kinking at this area of the tube was the cause of the resistance. The blue clips are required to remain on the tubing until connected with pump. The devices could not be further tested due to their returned condition.